Event description:
It was reported that the renasys go device was not charging properly. The device was not used on a patient but a delay greater than 30min was reported and the treatment continued with a competitor device. No patient harm reported.

Manufacturer narrative:
The device intended for use in treatment was returned for evaluation, establishing a relationship between the event reported and the device. Visual inspection of the returned device noted cracked casing. Functional evaluation revealed dark ink patches in the display when dc connector was plugged into the device and dark ink patches on the display when the power button was depressed, the device failed to power on. Further investigation revealed failed control board in the device. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review was performed for the product and failure mode reported, there have been further instances in the past three years. The IFU has been reviewed and contains comprehensive instructions on the safe operation and use of the device. The associated risk files contain the reported failure/harm or event. A clinical/medical review was performed and no further actions are required. Root cause is a component failure and contact with another source. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew will continue to monitor for any adverse trends relating to this product range.